Event description:
It was further reported that during the index procedure, the final angiogram revealed well-seated and well-opposed stents with no residual stenosis, resulting to timi 3 flow. The catheterization reported that a jr4 guide catheter was exchanged for an al1 st guide catheter; repeat angiography revealed a mid-vessel intimal dissection with loss of flow. The true lumen was then successfully wired using a non-bsc guide wire. In (B)(6) 2015, no electrocardiogram (ECG) was performed. In (B)(6) 2015, the cause of death from the office of examiner states that "hypertensive and atherosclerotic cardiovascular disease¿, with ¿advanced age¿ being a significant contributing factor. The cause of death was natural.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03416. (B)(4). It was reported that patient death occurred. In (B)(6) 2015, the patient presented with stable angina. Subsequently, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and a 2.50 x 16 mm promus premier¿stent and a 3.00 x 8 mm promus premier¿ stent. Post-dilatation was performed, resulting to 0% residual stenosis. Non-target lesion #1 was located in the proximal rca and was treated with a 3.0 x 15 mm non-bsc stent. Non-target lesion #2 was located in the distal rca and was treated with a 2.5 x 8 mm non-bsc stent and a 2.25 x 8 mm non -bsc stent. The patient was discharged on doses of aspirin or clopidogrel or prasugrel. The catheterization report recorded a successful percutaneous coronary intervention to the rca with no complications. The catheterization report recorded an unsuccessful distal vessel wiring after multiple attempts using 0.014" non-bsc guide wire and another two non-bsc guidewires, despite using a 6fr non-bsc guide extension catheter for increased guide catheter backup support. Further attempts at distal delivery of the guide extension catheter using distal anchor technique with a 1.5 mm balloon were also unsuccessful. The catheterization report recorded a femoral angiography with severe peripheral artery disease; arteriotomy site at the mid common femoral artery, above the bifurcation and below the inferior epigastric artery. In (B)(6) 2015, the patient died.

Manufacturer narrative:
Describe event or problem , patient code, and device code updated. (B)(4).

Event description:
It was further reported that the cec adjudicated this event as stent thrombosis.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).